Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual provide clear instructions to medical personnel on proper usage and placement of the hvad system in addition to appropriate hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations; additional guidelines instruct both the user and medical personnel on how to recognize low flow alarms, the potential causes of these alarms, and the potential courses of action. Also stated in the IFU, a low flow alarm is triggered if average flow drops below the low flow alarm threshold and if a "low flow" alarm is active then the patient should be evaluated. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Multi-organ failure is a known potential complication associated with all patients implanted with vad's. The instructions for use (IFU) addresses guidelines for optimal patient management. The medical team stated that they believed the event was related to the device; however, with review of the available clinical information there was no evidence of any device malfunctions or performance issues of the device that would impact the reported event. Clinical factors that may have contributed to the patient's outcome include the patient's renal and heart dysfunction and coagulopathy which eventually lead to multi-organ failure. The most likely root cause of the reported event is the patient's multiple, concurrent clinical adverse events and other related comorbidities. Though the root cause of the event cannot be conclusively determined; there are patient factors that may have contributed to this event. Hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed via review of the controller log files since log files were not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the patient arrived at the hospital with complaints worsening renal failure, coagulopathy, hypotension, "low flow" alarms on lvad, heart failure symptoms, and respiratory failure. He was subsequently started on a lasix drip and inotropic support. His clinical condition; however, declined further necessitating intubation and continuous veno-venous hemofiltration (cvvh) for additional support. Despite the treatment the patient's condition did not improve. Supportive care was discontinued by the wife on (B)(6) 2015. The patient passed away at 10:20 am.